Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing and data download was unable to be performed because the device was received in a condition making evaluation impossible. Therefore the complaint of a error icon display could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/07/2016, that on (B)(6) 2016, the patient has a loss of connection. There was no report of injury or medical intervention. No additional event or patient information is available.